Event description:
On (B)(6) 2014, leica microsystems received a complaint stating that during a surgical procedure, the power of leica m500n ohs1 surgical microscope turned off. The surgical procedure was completed with another microscope.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted; should additional information become available, following the investigation.